Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. On the previously submitted report section d1 and d4 had incorrect information. Section d1 and d4 were updated/corrected in this report.